Event description:
It was reported that during a total abdominal hysterectomy procedure, the jaws of the device would not open after a few uses on tissue. To open, the surgeon had to force the jaws open. He discontinued use of the device and used a competitor's device instead to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received in good condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). During functional testing, the jaws opened and closed as intended. Additionally, the device was disassembled to inspect the internal components and no issues were found. There were no anomalies noted with the functionality of the device.